Manufacturer narrative:
(B)(4). One cvc set: 4-lumen 8.5fr x 16cm catheter was returned for evaluation. The distal, proximal, and medial 1(grey luer hub) lumens showed evidence of use. The sample was initially examined without magnification. The catheter showed evidence of use but no defects or anomalies were observed. After leak testing, the catheter body was examined under magnification. A small hole was observed in the catheter body near the base of the juncture hub. The hole has jagged edges, and some of the blue resin from the juncture hub is on the edge of the hole. This indicates that the catheter body was intact with the juncture hub. The length of catheter body was measured at 171 mm, which is within specification and indicates that the catheter body was fully molded into the hub. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10ml syringe. Leakage was observed in the vicinity of the juncture hub during testing of the medial 1 lumen. The location of the leak was consistent with the hole identified during visual inspection. No leakage was observed when testing the distal, proximal, and medial 2 extension lines. A device history record (DHR) review was performed on the catheter and did not reveal any manufacturing related issues. (Con't) other remarks: the instructions for use (IFU) directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to use scissors to remove dressing in order to reduce the risk of cutting the catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns that not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that catheter body contained a leak was confirmed by functional testing and visual examination of the returned sample. The catheter body leaked near the base of the juncture hub from a small hole in the medial 1 lumen. The hole has jagged edges, and some of the blue resin from the juncture hub is on the edge of the hole. Based on the condition of the hole, since no leakage was reported during pre-insertion flushing, and since no manufacturing related issues were found during the device history review, the probable cause of the catheter leak is operational context. It appears that the catheter body may have been torn by excessive lateral force applied to the catheter.

Event description:
The customer alleges that fluid was leaking out of the distal end of the hub, below the suture wings. No patient impact.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that fluid was leaking out of the distal end of the hub, below the suture wings. No patient impact.